Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t quantitative on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. A heparin whole blood sample was initially tested on analyzer serial number (B)(4), where it resulted as 50-100.0 ng/l. The instrument alerted the user that the result was high, so the user initiated a check of the sample. The sample was then repeated on cobas h 232 analyzer serial number (B)(4), where it resulted as < 50 ng/l. The <50 ng/l value was reported outside of the laboratory. A serum tube from the same sample collection was sent to another site where it was tested for high sensitive troponin t. The result from this site was 177.1 pg/ml. The sample was also repeated for high sensitive troponin t at this site, resulting as 175.8 pg/ml. The other site queried the result at the customer site, which then prompted the customer to repeat the sample on both analyzer serial number (B)(4) and cobas h 232 analyzer serial number (B)(4). The repeat result from analyzer serial number (B)(4) was 50-100.0 ng/l. The repeat result from cobas h 232 analyzer serial number (B)(4) was 50-100.0 ng/l. The sample was also sent to a third site to repeat it, but the sample was beyond stability at this point. The patient was not adversely affected.

Manufacturer narrative:
The customer's h 232 analyzer was provided for investigation. Retention materials were tested on this analyzer and measurements performed with spiked samples fulfilled requirements.

Manufacturer narrative:
In regards to the statement: "the sample was also sent to a third site to repeat it, but the sample was beyond stability at this point.". This measurement was performed on cobas h 232 analyzer serial number (B)(4) on (B)(6) 2015, resulting as 50-100.0 ng/l.

Manufacturer narrative:
A specific root cause could not be determined. Customer materials were not returned for investigation. Retention materials were tested as part of the investigation. The measurements performed with retention test strips on retention h 232 and elecsys 2010 analyzers; all test results fulfilled the investigation requirements.